Manufacturer narrative:
A complete lead was returned in on piece. The reported event of noise was confirmed. During electrical testing a short was noted. Destructive analysis was performed and visual inspection found inner insulation damage at 17.2cm from the connector pin which is consistent with over tighten suture tie. The cause of the reported event was isolated to the inner insulation damage which is consistent with over tighten suture tie.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. Diaphragmatic stimulation was also experienced by the patient occasionally at home and during threshold testing. Noise was reproducible with arm maneuvers. The lead was explanted. The patient was stable.